Event description:
The caller also reported that they just encountered their insulin pump not working as well. Caller reported device to be a tandem pump. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).